Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-12470. It was reported the patient never established effective therapy. X-rays confirmed the leads were still in the appropriate place. As a result, the physician explanted the drg system.